Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was broken. It was also noted that the upper case was broken, one side bail cover was broken, the battery contacts were compressed and the ring was bent. (B)(4).

Event description:
It was reported that the "front panel" of the external pulse generator (epg) was cracked. Further information obtained from follow up indicated that the front panel is the "face" of the epg, which is the display area and the liquid crystal display (lcd) lens. The epg will be returned for repair. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.